Event description:
It was reported the patient experienced a shocking or jolting sensation and oral paresthesia in their right body and mouth. The patient had cardioversion due to long standing atrial fibrillation the day prior to this report. Prior to the procedure the patient had turned stimulation off. A few hours later, the patient experienced a sustained jolt or surging sensation on their right side when the implantable neurostimulator (ins) was turned back on. The sensation decreased over time, but remained uncomfortable so the patient turned the ins off. The sensation had affected the patient¿s speech. The patient met with a manufacturing representative on the day of this report to have the ins checked. Impedances were measured to be normal, between 700 and 1100 ohms for the right and left brain. The patient did feel a terrible shocking sensation during the impedance check. The patient did not remember feeling a shocking sensation from impedance checks before. The ins voltage was at 3.0v and the patient turned the ins off at night and on weekends. No messages were seen when the ins was interrogated by with the clinician programmer. Reprogramming was done to change the stimulation parameters and the patient had good therapy with minimal side effects. The manufacturing representative later reported they would be meeting with the patient and their healthcare professional again for reprogramming since the patient¿s new settings were not quite as effective as the old one. The patient did feel stimulation was stronger. The patient had reported no trauma. Impedances were measured to be normal two years prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0303x, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va0303x, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).